Event description:
It was reported that during the implant procedure the cuff was not implanted due to unspecified issues with an artificial urinary sphincter (aus). The aus 4.5 cm cuff was not implanted and a new 5.0 cm aus cuff was successfully implanted. Additional information was reported that the cuff was opened by mistake. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.